Event description:
It was reported that an atrial lead position check failure occurred with the right atrial (ra) lead. It was further reported that far field r-wave (ffrw) oversensing was noted with the ra lead and the pacing lead was initially reprogrammed but the ffrw oversensing still occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.